Event description:
Treatment of a left unruptured cav (cavernous) saccular aneurysm measuring 16mm x 10mm. During the pipeline deployment, it was reported that the physician had a difficult time releasing the pipeline from the capture coil. After some manipulation, the pipeline was released from the capture coil and implanted in the patient. No injury as reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).